Manufacturer narrative:
To date, device has not yet been returned. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head experienced a broken cable. There were no reports of patient harm, injury, or death.

Manufacturer narrative:
This supplemental emdr is being submitted to correct the manufacturing date:h4.

Event description:
No additional information received from customer.

Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Device was not returned and could not be evaluated. The investigation was performed based on the provided information by the customer and regional repair center. The regional repair center was able to confirm the customer failure. Additionally, the following were found: due to poor water-tightness of cable unit, water tightness is lost; due to damage on plug unit, the video connector cannot be disconnected smoothly and connected firmly. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It confirmed that the device was shipped in conformance with specifications. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head experienced a broken cable. There were no reports of patient harm, injury, or death.